Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. It was reported the patient's blood glucose level rose to mg/dl while wearing the pod between and hours. When removed from the infusion site (), the pod's cannula was found damaged. As treatment, a new pod was applied.

Event description:
It was reported the patient's blood glucose level rose up to 300 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found blocked.